Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating consecutive stalled motor during a restart, consistent with a mechanical problem affecting insulin delivery. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified with the device, consistent with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.